Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a patient follow-up, the physician decided to interrogate the device with a smarttouch programmer with smartview 3.16 installed. After positioning the telemetry head over the device and clicked on the "interrogate button", the programmer interface didn't fully charged and a pop-up indicating "& badimplant" appeared. It was not possible to continue the interrogation of the device, and no file was recorded. A second programmer was used to perform the follow-up.

Manufacturer narrative:
The event described in the complaint is related to a known software issue. This issue is due to a file corruption. This corruption led to the display of the pop-up message ¿&badimplant¿. Indeed, a corruption of this file makes impossible for the programmer module to access its device database. Therefore, it cannot perform the interrogation of the device. To solve the file corruption, it is necessary to re-install the smartview 3.16.

Event description:
During a patient follow-up, the physician decided to interrogate the device with a smarttouch programmer with smartview 3.16 installed. After positioning the telemetry head over the device and clicked on the "interrogate button", the programmer interface didn't fully charged and a pop-up indicating "&badimplant" appeared. It was not possible to continue the interrogation of the device, and no file was recorded. A second programmer was used to perform the follow-up.